Event description:
In 2009, baxter pharmacovigilance became aware of a patient who was diagnosed with peritonitis. The doctor reported that a patient was admitted to the hospital for peritonitis a week prior, and treated with pasil. On an unreported day, it was found that a peritoneal effluent culture was positive for pseudomonas aeruginosa. The doctor thought that the break of the patient's uv flash transfer set caused the peritonitis and it was not related to dianeal n pd-2 or extraneal. Additional information has been requested from the reporter. The status of the patient is unknown.

Manufacturer narrative:
Sample availability is not known at this time.